Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that an occlusion alarm occurred. The customer declined to troubleshoot the issue. The customer's blood glucose level was not impacted due to the reported issue.